Event description:
It was reported to boston scientific an adverse event associated with an aneurysm coiling procedure of the brain (left posterior communicating artery). It was reported that, "during the procedure, it was the 2nd coil being placed in a ruptured pcomm aneurysm. A coil loop perforated the aneurysm and the pt bled into the subarachnoid space. The pt was on anti platelet meds in anticipation of placing a stent." It was reported that the procedure was not completed due to this event and that the patient expired. Additional information received revealed that the patient presented at the user facility with a ruptured aneurysm. The patient succumbed due to the complications associated with the subarachnoid bleed caused by the perforation of the aneurysm by the coil loop.

Manufacturer narrative:
The device in question will not be returned to the manufacturer because it remains implanted. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.